Event description:
It was reported correct placement of PICC on the left arm, upper arm on (B)(6) 2022. On 28.06 in the CT scan there was a very clear dislocation of the catheter into the vena azygos over a long distance. The angiography conducted on 28.06 showed again a correct position deep in the superior vena cava. We did a confirmation injection (x-ray) there was a strong dislocation through the jet tails of the end-hole-catheter, which explains the temporary relocations.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed three other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted. Upon further review it was found that this medwatch report 3006260740-2022-03354 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-03360.

Event description:
It was reported correct placement of PICC on the left arm, upper arm on (B)(6) 2022. On 28.06 in the CT scan there was a very clear dislocation of the catheter into the vena azygos over a long distance. The angiography conducted on 28.06 showed again a correct position deep in the superior vena cava. We did a confirmation injection (x-ray) there was a strong dislocation through the jet tails of the end-hole-catheter, which explains the temporary relocations.